Event description:
The pt was seen at the center for device evaluation in 8/99 because he was experiencing problems with his system. Testing conducted at the center confirmed a device malfunction and explantation/reimplantation was recommended. Revision surgery took place in 8/99 and the pt was reimplanted with another clarion device.